Manufacturer narrative:
The pump was returned to animas for evaluation. During evaluation, the force sensor was found to be out of calibration and there was corrosion on force sensor housing. A review of pump history revealed loss of cartridge detection had occurred which was duplicated during investigation. Unrelated to the complaint, evaluation also revealed a battery compartment crack, leak, and moisture in the pump.

Event description:
Patient reports, pump dispensed insulin during load cartridge phase.